Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer indicated that she had already sent the original power adapter back. However, as of the date of this report, the original power adapter has not been received. Should the original power adapter or additional information be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. Although the original power adapter has not been evaluated, this issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.

Event description:
The customer reported that the housing on their pump in style power adapter was broken and that she could see the wires inside the housing, which is a safety risk.